Manufacturer narrative:
Evaluation summary: it was caused due to an excess force on the insertion flexible tube (ift). We received the defect and conducted the following investigation and repair. Observations: insertion flexible tube (ift) collapse, ccd module disconnected,light guide fiber bundle (lcb) broken,light guide cable buckled. Repair: replaced the insertion flexible tube (ift), ccd module, light guide fiber bundle (lcb),light guide cable,suction channel. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890lzi is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. There is a collapse on the ift by 24cm. Last ift replacement (B)(6) 2020.